Event description:
The hearing aid user had the wax guard on his hearing aid become separated from the aid and remain in his ear canal. A physician removed the wax guard from his ear. There was no infection, serious injury or death in this case.